Manufacturer narrative:
(B)(4). No complaint file or product were returned. Therefore a visual inspection and function test cannot be performed. The trigger point for further examination of this batch is equal to 2 similar complaints. With a count of 1 reported case, this threshold has not been reached. Further investigation will not be performed. Three attempts were made by customer service to obtain more information, yet no product or information has been received. This case will be closed with the available information and reopened should more information become available. The exact reason why the customer experienced difficulties cannot be determined, due to the lack of background information. However, the numbness, and nerve injury symptoms as described may have been caused by failure to follow procedures. Failure to obtain patient specific anatomical knowledge from preoperative radiographs may result in unfavourable outcomes. The symptoms as described could be secondary to the local anaesthetic, a retraction trauma from the tissue handling, drilling too close to the nerve canal, or compressing the nerve canal with the installation of the implant. The best way to avoid compromised treatment outcomes is to maximize pre-treatment diagnosis and treatment planning. Surgical planning should be completed with full knowledge of the patient's mental and physical state, as well as local site evaluation. The customer should be aware of the dimensions of the device and its limitations.

Event description:
On (B)(6) 2020 a customer submitted an online complaint stating that patient injury occurred. Implant number (B)(4) (nobel replace cc rp 5.0x10mm) was placed on (B)(6) 2019 in tooth position us19 and then removed on (B)(6) 2019 (6 days later) due to residual numbness. The pain subsided but numbness did not disappear after implant removal. A second implant, material number (B)(4) (nobel replace cc rp 5.0x8mm), was placed on the same date in tooth position us18 and was removed on (B)(6) 2019 (3 days after implant placement) due to persistent pain and numbness after implant placement.